Event description:
It was reported that while in the cl the md used a sheath to insert the iab via the left femoral artery. Eleven hours after the iab was inserted, the pump "spontaneously turned off for ten minutes." The iab was removed from the patient and a second iab was not required. The bio-med tech found the power switch terminal turned to black. The power switch was replaced and the unit was returned to service. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.